Event description:
The following has been reported: work description: error 54-0080 when plugged in without battery, gives battery error when battery is connected and does not accept keypad input. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the power supply board was replaced, but error persists. When using fully charged battery from another pump, the coulomb error was clear. Based on the available information, the error was likely due to plugging device in without a battery. This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.